Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. During the final steps of the procedure the gore® dryseal sheath slipped out of the access vessel, which resulted in extensive bleeding (approx. 1000 ¿ 1500ml) accompanied by hypotension. The patient received gelafundin (1000ml) and saline solution (200ml) and was transferred to the intensive care unit. The patient tolerated the procedure.